Event description:
A talent taa stent graft system was implanted in a patient for the endovascular treatment of an 85 mm diameter thoracic aortic aneurysm. The proximal neck was 34 mm in diameter. It was reported that the patient presented emergently. The physician in the ER ordered a cta which noted a type ib endoleak. The endoleak was attributed to a dilated thoracic aorta. The physician implanted a valiant 46x46x200 and extended down to the level of the celiac. The stent graft was ballooned and secured further with aptus screws. Upon final angiograms, the physician noted that the type ib endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).